Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance while attempting to insert the cat6 into a non-penumbra sheath, and subsequently, the cat6 became kinked at the distal tip. The procedure was completed using a indigo system aspiration catheter 5 (cat5) and another sheath. There was no report of an adverse effect to the patient.